Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Visadisc detached from bottom right peg of pelvic array during impaction. This happened on multiple occasions with impaction. Eventually, tried a different visadisc and issue continued to occur. After inspection, visadiscs seemed to come off of that particular peg easier than others. Casse type: tha.

Event description:
Visadisc detached from bottom right peg of pelvic array during impaction. This happened on multiple occasions with impaction. Eventually, tried a different visadisc and issue continued to occur. After inspection, visadiscs seemed to come off of that particular peg easier than others. Casse type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that "visadisc detached from bottom right peg of pelvic array during impaction. This happened on multiple occasions with impaction. Eventually, tried a different visadisc and issue continued to occur. After inspection, visadiscs seemed to come off of that particular peg easier than others." The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -product history review: a review of the device history records indicate 50 devices were manufactured under lot 19031117 and were accepted into final stock on 01/12/2018. No non- conformance were identified during inspection. -complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot 19031117 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the exact cause of the event could not be determined because the product was not received. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. H3 other text : device not returned.